Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels decreased to 2.2 mmol/l (39.6 mg/dl) while wearing the pod on the abdomen for between 37 and 48 hours. On 27 february 2024, the patient loss consciousness and emergency services were called and provided medical assistance. The patient was still hypoglycemic and went to the hospital on (B)(6) 2024. The patient stated prior to this event, the personal diabetes manager (pdm) battery was changed and the pdm was reset. The nurse checked the patient's pdm and noted the pdm original settings were changed. The basal rate should have been 0.5-1u/1hr but it was 2u/hr and the correction was supposed to be 1u/2mmol/l and it was 1u/3mmol/l. The nurse changed the pdm back to the original settings and the patient was given a prescription for back up insulin. The patient was discharged from the hospital after one day.